Manufacturer narrative:
Investigation: used test and analysis equipment: keyence vhx 600 d digital microscope. We made a visual inspection of the implant. Parts of the thread were shaved off. There is also a crack between the body and the thread. Batch history review: the manufacturing documents have been checked and found to be according to the specification valid during the time of production. Conclusion and root cause: the root cause of the problem is most probably usage related. Rational: all cracks are sure signs of usage with mechanical overload. A material defect or a manufacturing error can be excluded. No CAPA is necessary.

Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: USA. It was reported that the implant was broken when starter awl was impacted into the bone. Awl was used without inserter guide and was placed directly on the peek. This occurred during acdf (anterior cervical discectomy and fusion) surgery. No patient harm reported. Surgical delay of 5 minutes reported. Due to explanting the broken implant and replacing it with a new one.